Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient had a remote transmission completed because of chest pain and low heart rate was also detected. It was also noted that the right atrial (ra) lead exhibited oversensing of t-wave and possible non-capture. Low p-waves were noted on the ra lead. The ra lead remains in use. No further patient complications have been reported as a result of this event.